Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had lead screw anomaly. The screw was not moving as intended and the insulin does not exit. The issue was not resolved after priming. The screw was not moving when the dose button was pushed. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.